Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The esheath was returned to edwards lifesciences for evaluation. The esheath was returned with the delivery system and crimped sapien 3 valve partially inserted in the sheath. Visual inspection of the sheath revealed the sheath was expanded until 2 inches from the distal end. The tip was not split or expanded. No stretching was observed on the liner, but there was a liner tear through the middle of the sheath approximately 5.5 inches in length. Minor distal tip damage was observed. The sheath also appeared to be twisted with scratches along the sheath shaft and multiple kinks were observed on the middle of the sheath shaft. Dimensional analysis was performed on the esheath liner thickness. All measurements met specification. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The complaint of the resistance with the delivery system, distal tip damage and liner tear were confirmed; however, no manufacturing non-conformances were found in the returned sample. Available information suggests that patient factors (severe vessel calcification and tortuosity) may have contributed to this event. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, the patient¿s access vessel mld was 6.1mm with severe calcification and severe tortuosity reported. In addition to the procedure itself, patient factors (severe calcification, severe tortuosity) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, the patient¿s access vessel mld was 6.1mm with severe calcification and severe tortuosity reported. In addition to the procedure itself, patient factors (severe calcification, severe tortuosity) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, a leak in the access vessel was noted following the removal of the expandable sheath (esheath). A stent was required to repair the vessel. Following the placement of the esheath, balloon aortic valvuloplasty (bav) was performed without issue. A 26mm sapien 3 valve and commander delivery system were then inserted into the esheath. During advancement, difficulty was encountered while pushing the valve and delivery system midway through the esheath. The delivery system would not push distally or be pulled proximally. Unsuccessful attempts were made to push and pull the valve. A lunderequist wire was exchanged, via the contralateral side, using a wire previously placed at the beginning of the procedure. An occlusion balloon was positioned above the esheath from the contralateral side. The lunderequist wire was able to straighten the delivery system and esheath and allow withdrawal. The esheath, valve and delivery system were pulled out together while the occlusion balloon was inflated, and replaced with a 14fr non-edwards sheath. An angiogram was taken after the esheath was pulled and a leak in the vessel was observed. A stent was placed to repair the vessel. The non-edwards sheath was removed and a perclose was used to close the access site. Following perclose closure, the vessel ¿puckered.¿ open vascular surgery was performed to repair the vessel. The patient was transferred in stable condition. Bav was completed. The tavr procedure will be rescheduled for a later date. The access vessel minimum luminal diameter (mld) measured 6.1mm with severe calcification and severe tortuosity reported. It was perceived that the degree of tortuosity of the iliac arteries was under appreciated, contributing to this event.